Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit/hospitalization for diabetic ketoacidosis. No release records were reviewed, as the product number was not provided. The omnipod¿s user guide warns to "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider," and "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death." It advises ¿the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops."

Event description:
The customer's mother reported her daughter's pod was damaged and could not be read. The patient was taken to the ER to get her blood glucose reading. At the ER the patient blood glucose reached 600mg/dl and she was hospitalized for diabetic ketoacidosis (dka). Patient was treated with insulin drip and IV fluids. The health care professional stated the patient was also dehydrated.